Event description:
Related manufacturer report number: 2017865-2022-07861. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited a decrease in sensing amplitudes. The atrial lead also exhibited loss of capture. Chest x-ray revealed both leads had lost their slack and dislodged. Attempts to reposition the right ventricular lead resulted in failure to retract the helix and a twisting of the lead, so the right ventricular lead was explanted and successfully replaced. The atrial lead was successfully repositioned. The patient was stable and asymptomatic.